Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited fluctuating pacing impedance measurements from 1550 ohms to 710 ohms. In bipolar configuration, impedance measurements were 580 ohms and increased to 680 during isometrics and pocket manipulation and then went back down to 580 ohms. There was no noise present. Technical services (ts) indicated that these fluctuations indicate a lead issue. It was noted that the patient is not dependent. Additional information indicated the patient has good conduction down the av node so the physician decided to monitor the patient and address the lead issue at the device change out procedure. Our records indicate this lead remains actively implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.